Manufacturer narrative:
(B)(4). The device was returned to baxter and ane valuation was performed. The evaluation confirmed (through the history log) but did not reproduce the upstream occlusion alarms. The device was operating out of specification with low fluid numbers. Low fluid readings on the sensor can lead to false upstream occlusions and air in line alarms. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump falsely alarmed upstream occlusion. Any patient involvement, injury or medical intervention is unknown.